Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the irr tip cover surface heated up. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the irr tip cover surface heated up. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.